Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and it did not reveal any manufacturing related issues. The probable cause of the guide wire kinking during use could not be determined based upon the information provided and without a sample. If the sample is returned, a follow up report will be submitted with investigation results.

Event description:
The customer alleges that the guidewire kinked and disfigured at the slightest pressure.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the guidewire kinked and disfigured at the slightest pressure.